Event description:
Received report from l&d nurse that pump was alerting her that the line was occluded even after the line had been assessed and corrected. Once she had switched out the baxter pump for a new one, the problem was resolved and the pt's infusion could run smoothly. Pump # (B)(4).